Event description:
(B)(4). Excess bleeding (needed oblation), migraines, back pain, unexplained weight gain, cystic acne, nausea/fatigue, bloating, weird tingling in several areas, abdomen pain/severe cramping with periods, depression, irritability, insomnia (at first) always too tired to get outta bed now, very hazy/memory loss, constant uti's/bladder issues.